Manufacturer narrative:
Per tandem user guide : tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) level of 525 mg/dl. Bg value not provided. Bg was addressed via a correction bolus. A system check was performed, and it was found that the customer was using off label insulin within the pump supplies. It was also found that incomplete boluses contributed to the high bg. Education was given to the customer on how to deliver a bolus correctly. Recommendation was made to consult with a healthcare provider regarding diabetes management.